Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
A health care provider (hcp) reported that the patient with unilateral internal globus pallidus electrode seemed to get internal capsule activation at 4-5 v before getting any significant tremor suppression. The tip of the electrode was 20.6 mm lateral, 3.25 mm anterior to the mcp and 4.0 mm below the ac-pc plane. The electrode appeared to be 2.9 mm away from the internal capsule at its closes point. The hcp planned to reposition the electrode to the subthalamic nucleus. The patient's indication for use is parkinson's disease.